Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and a low voltage lead exhibited noise. Additional information was requested and not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited noise. Additional information was requested and not received.